Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory had been burned through at the wrist of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the melted/burned scissor cover piece was discovered at the end of the case. There was no arcing reported and there was no reported injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors (mcs) tip cover accessory be returned for failure analysis investigation. However, the accessory has not been received. The mcs instrument that was used with the mcs tip cover accessory was returned and failure analysis testing was performed. Failure analysis investigations could not replicate nor confirm the customer reported complaint since the mcs tip cover accessory was not included with the returned instrument. There was no product issue identified and no damage found on the returned instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.